Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, blade whip was observed. It was found that the blade popped out of the incision during functional testing conducted by a service technician at the manufacturer facility. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, blade whip was observed. It was found that the blade popped out of the incision during functional testing conducted by a service technician at the manufacturer facility. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
(B)(4): failure analysis in progress.

Manufacturer narrative:
The reported blade whip was duplicated by a manufacturer service technician through functional evaluation. A malfunctioning bearing was identified as the probable cause of the reported event.